Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 was failed and not detected on the bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no hardware or functional issues and the drawer operated normally, allowing the customer to successfully recover storage space. As a precaution, all cables and connections were verified to ensure proper station functionality. No repairs were required at that time, customer was able to recover storage space successfully and the system was confirmed to be functioning as expected. The system functioned as intended when the field service engineer investigated the device.